Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow-up, it was reported that the device delivered inappropriate therapy for atrial fibrillation. There is no known malfunction alleged against the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.